Event description:
It was reported that the pump would alarm before reaching the low cartridge alert. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol #: (B)(4), as a result of warning letter cms: (B)(4). No serial number was provided; therefore, a device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed, the reported issue could not be confirmed, and root cause could not be determined.